Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from brazil- edwards received notification of a pascal precision in mitral position where three devices were implanted. During the procedure, there was an slda (single leaflet device attachment) of the second device. The first two devices were successfully implanted. While implanting the third implant, the target zone was initially p2 lateral- final p2 medial. The third implant was positioned facilitated by the guide sheath. However, flail movement was noticed in the second previous implant. When analyzing the images, it was realized that part of the posterior leaflet (flail) was appearing again, which was not present after release, judged as slda. The grade of regurgitation (mr) was 3-2. The strategy for the third implant was changed to stay closer and stabilize the second implant and leaflet of that location. Grasping was achieved in the desired region, stabilizing the leaflet, but residual medial and lateral jets were maintained. After release, no complications or tension were noted. Slight improvement in the medial jet was noted, with a residual mean gradient of 4 and mr 2. Patient showed improvement in hemodynamic signs (normalization of pulmonary vein reflux) v-wave decreased from 24 to 10 mmhg. The grade of regurgitation was reduced from 4 to 2. On pod (post-operative day) 1, the patient was still in the ICU and hypervolemia was being reduced and diuresis stimulated (there was a worsening of the tricuspid insufficiency). On pod 23, the regurgitation was still significant but less than the regurgitation before the procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Additional h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests patient anatomy and imaging related issues likely contributed to the event. Per information provided by cs, patient with degenerative mitral regurgitation (dmr), barlows disease with prolapse in medial p2, up to the medial commissure with ruptured chordae in p2/p3 resulting in a large medial eccentric jet and a smaller lateral p2 jet. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There was one nonconformance; however, it was not related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.